Manufacturer narrative:
(B)(4). Results: calcified artery. Conclusion: calcified artery.

Event description:
An attempt was made to use an amphirion deep pta balloon catheter to treat a calcified artery in the popliteal artery. Device was inspected and prepped before use and no abnormalities were noted. However, it was reported that when the balloon was inflated to 8atm it ruptured. Patient is reported to be fine post procedure. No clinical sequelae were reported. Evaluation summary: the device appears used. The balloon is burst.